Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty zoom and focus ring and corroded coupler unit. Based on the investigation results, the reported malfunction of color lines and change in vision was caused by a charged coupled device (ccd) failure, traced to an electrical component failure. The additional malfunction of a corroded coupler unit was attributed to component degradation. The cause of the additional malfunction involving a dirty zoom and focus ring could not be established.

Event description:
It was reported that the camera head had a colour line change in vision of camera. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.